Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the last firing without seam guard the surgeon heard a crunching noise as the device was fired. Inspection of the reload showed some damage to the cartridge. The staple was inspected and appeared to be completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.